Event description:
The hospital reported during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a second seal, but it did not unravel completely. The surgeon was able to remove the seal without disrupting the anastomosis. No pt complications were reported.